Manufacturer narrative:
The pod was received with the needle mechanism assembly fully deployed. The downloaded data showed no alarms, timeouts, or drive stalls. After removing the bottom housing, the hard cannula was observed to be bowed, and the soft cannula was observed to be scrunched. Further inspection of the environmental seal found damage that indicated the needle mechanism assembly had deployed into it. It could not be determined when the needle mechanism assembly completed deployment. The deployment into the environmental seal caused the hard cannula to bend under the force of the mechanism spring and the soft cannula to scrunch and shorten. Because the pod was received deployed, it could not be confirmed that an incorrectly installed chassis sub assembly caused the reported needle mechanism failure event. Therefore, it could not be confirmed what caused the reported needle mechanism failure event.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone16.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. Pod was worn between 4 and 24 hours. Blood glucose levels reached over 400 mg/dl. No treatment was reported.